Manufacturer narrative:
The subject device was not been returned to olympus medical systems corp (omsc). Omsc could not review the service and manufacturing record because the serial number was not provided from the facility. The malfunction of the subject device concerning this case has not been reported. The exact cause could not be determined.

Event description:
Olympus medical systems corp. (Omsc) received a literature title "colonic endoscopic mucosal resection in patients taking anticoagulants: is heparin bridging therapy necessary?". The literature reported the result of 84 cases of the colonic endoscopic mucosal resection & heparin binding therapy procedures using an olympus model sd-210u-10 between january, 2010 and december, 2017. In the subject procedures, 5 cases of post-procedural bleeding reportedly occurred. Based on the available information, a direct relationship between the subject devices and the observed reported adverse event could not be determined. According to the number of the accidental symptoms known and the number of olympus devices used for procedure, omsc is submitting 5 medical device reports. This is 4 of 5 reports.